Manufacturer narrative:
An external flow probe was utilized during the reported event which confirmed flow readings of the retained unit. Perfusion data was reviewed by a clinical research engineer who determined the root cause of the reported low flow was collapse of the organ ivc vessel. Root cause of the reported issue is attributed to the organ not the device.

Event description:
It was reported that during perfusion, message code 390 (low hepatic artery flow) was intermittently displaying. Review of the pump parameters demonstrated negative inferior vena cava pressures, and low hepatic artery flow. Troubleshooting measures were discussed and declined as flow was confirmed with an external probe and the cannulating surgeon was satisfied with the reading. The liver was discarded following perfusion due to viability concerns as a result of prolonged low arterial flow.

Manufacturer narrative:
Lot number of the product was not provided. Investigation of the reported event is pending.

Event description:
It was reported that during perfusion, message code 390 (low hepatic artery flow) was intermittently displaying. Review of the pump parameters demonstrated negative inferior vena cava pressures, and low hepatic artery flow. Troubleshooting measures were discussed and declined as flow was confirmed with an external probe and the cannulating surgeon was satisfied with the reading. The liver was discarded following perfusion due to viability concerns as a result of prolonged low arterial flow.